Event description:
Pt experienced two adverse reactions during acute hemodialysis treatment which increased pulse rate and broncial spasms. Hosp staff initially suspected that pt had "eto" sensitivity to the dialyzer and/or the bloodline in use. In follow up phone call 0n 8/21/00, nurses report that the pt had successfully completed four dialysis treatments using medisystems blood tubing sets with no adverse reactions. Pt's physician believes that nerves or phychological factors may have caused or contributed to the reactions.